Event description:
It was reported that the customer had an issue with the bolus button not working and making a click noise. Customer's blood glucose level was over 600 mg/dl. Customer stated that there is a clicking noise that the pump makes every time she boluses and presses the button. Customer stated that the pump was stored in her bra. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer does not feel comfortable with using the pump with the button issues and wants to just replace it instead of troubleshooting. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to lcd keypad connector not plugged in properly. The device had cracked reservoir tube lip and minor scratched display window.